Event description:
It was reported that sparks are coming from the cast vac during cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, hot smell and sparks came from it during use, was duplicated. Through functional testing, the service technician noted that the castvac was sparking inside of the canister. Upon disassembly, the technician visually identified non-stryker wiring as well as a non-stryker gasket. All non-conforming parts were replaced and the repaired device was returned to the customer.

Event description:
It was reported that sparks are coming from the cast vac during cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.